Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The keypad was unresponsive and the insulin pump was beeping. His blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.